Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation - rtr. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had air in the tr band and when he removed the syringe, the balloon deflated. He opened a complete second band set and that one worked. There was no harm to the patient. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc's. The patient's condition was fine. The left heart catheterization procedure was over and was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 24 cm regular tr band assembly, it's inflator, and packaging label were returned for product evaluation. Visual inspection revealed no anomalies. The sample was subjected to leak testing and the inflator was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter. The foreign matter was found to be consistent with polyacrylonitrile butadiene styrene and polydimethylsiloxane. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. It is likely the foreign matter observed did not allow the air inlet valve to properly close therefore causing air to leak out. Non-conformance was initiated and completed.